Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the handle did not stay fixed on the cable so the extractor did not opened the surgeon who had to use the devices is very experienced so then they think it is a problem from the device. New procedure 4 days later because the 2 dormia they had did not work. Afer that, 2 dormia ordered and same lot received. The dormia works.